Event description:
It was reported that during a routine device change out, the atrial lead exhibited loss of capture and sensing. It was determined the lead had dislodged. The patient was asymptomatic. The physician elected to cap and replace the lead.